Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection with sepsis. The suspected cause was bacteremia. Reportedly, the patient presented to the emergency department with complaints of purulent discharge from the pocket. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.